Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection of the device found it to be in good physical condition, but noted to have a scratched screen. A cassette was attached to the device for functional testing, and it was noted to have no issues; unable to duplicate the "no disposable" alarms.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump in use for pulmonary arterial hypertension alarmed and displayed the message "no disposable, clamp tubing." It was reported that troubleshooting was unsuccessful and the patient successfully switched to their backup pump. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.